Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/18/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - please clarify: did the suture thread break or did the needles detach from the thread? - when did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If other, please explain. - please provide lot number. - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). The following information was received: was surgery delayed due to the reported event? Unknown. Was procedure successfully completed? Yes. Were fragments generated? Unknown. If yes, were they removed easily without additional intervention? Unknown. Patient status/ outcome / consequences no. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study unknown. (B)(4). Device property of none. Device in possession of none. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a vascular procedure on (B)(6) 2025 and suture was used. It was reported that a suture broke fri ¿ it was an 8707h 6-0 prolene that broke at both ends. We don¿t have the packaging / lot# available but wanted to report this. There were no patient consequences reported. Additional information was requested.